Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected from the infusion set and forgot to reconnect, after which the ilet displayed a low insulin alert and the user noted a blood glucose of 259 mg/dl; the user then planned to change the insulin cartridge and reported that cgm data was displaying in the ilet. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient high blood glucose for about 30 minutes without medical intervention, hospitalization, ketone testing, or use of backup therapy. Investigation included troubleshooting and education regarding infusion set management and cartridge replacement. Investigation of this case revealed user handling contributed to interrupted insulin delivery, with the infusion set and cartridge implicated due to disconnection and low insulin status, while the device continued to display cgm data.